Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan at 3:33 pm (pst) alleging that he was unable to test on one touch 2 meter while in the memory mode. The patient indicated that the alleged meter issue started on the same day, at 3:16 pm (est). The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the meter issue began, the patient developed symptoms of "low sugar". The patient tested his blood glucose at a backup meter and got a result of "39 mg/dl. The patient denied receiving medical intervention from a health care provider. The meter, test strips, and control solution were replaced. In order to perform a test on the onetouch ultra2 meter, the owner's booklet instructs users insert a test strip while the meter is off as the user cannot perform a glucose test while the meter is in the memory mode. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms of low blood glucose and obtained a blood glucose reading of less than "40 mg/dl after the alleged meter issue started.